Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance/position the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery device, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and guide wire tip separation. It is possible that during advancement through the guiding catheter, the tip became bent or kinked resulting in the difficulty to advance. Further manipulation against resistance possibly resulted in the tip separation. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified vessel in the superficial femoral artery (sfa). The hi-torque (ht) command guide wire met resistance with the guiding catheter during advancement and the tip separated in the sheath. The tip of the guide wire was removed when it was flushed out of the catheter. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.